Manufacturer narrative:
The date of the event for this adverse event is unknown, it was reported to us by the physician approximately 2-3 weeks after it occurred. The physician has been unable to provide any further device or case details at this time.

Event description:
Lead management case to extract three leads due to cied system infection. While attempting to extract the rv lead (1581 implanted in 2008) the patient declined. A sternotomy was performed revealing a 4cm tear in the innominate. The injury was successfully repaired and the patient survived the intervention.